Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative regarding a patient receiving fentanyl 35mcg/ml at minimum rate and clonidine 3mcg/ml at minimum rate via an implanted pump. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the safe state/low battery reset occurred. It was noted that logs were reviewed, there were so many resets that occurred on (B)(6) 2016, that there were no logs from any other days because the programmer only holds 30 logs. In addition to the safe state/reset, the pump was also empty. The patient's family mentioned that the patient was admitted to the hospital on (B)(6) 2016, which was when everything began with the patient. Further information received on 2016-08-15, that the patient last saw their managing physician in (B)(6) of 2016 and allowed her pump to empty. The patient did not want to pump filled. The attending physician asked the patient if they wanted the pump removed and the patient replied, "yes." There was no surgery date as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.